Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding") and coital bleeding ("heavy postcoital bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The most recent information was received on (B)(6) 2017. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe back pain even when not menstruating"), arthralgia ("joint pain"), myalgia ("muscle pain"), menometrorrhagia ("irregular and prolonged menses"), rash ("topical rashes"), mass ("bumps"), erythema ("redness"), pruritus ("itching"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), urinary tract infection ("chronic urinary tract infection"), fungal infection ("yeast infection"), dysuria ("dysuria"), haematuria ("hematuria"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, coital bleeding, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, myalgia, menometrorrhagia, rash, mass, erythema, pruritus, dyspareunia, fatigue, migraine, headache, depression, anxiety, urinary tract infection, fungal infection, dysuria, haematuria, pollakiuria and micturition urgency outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fungal infection, haematuria, headache, mass, menometrorrhagia, menorrhagia, micturition urgency, migraine, myalgia, pelvic pain, pollakiuria, pruritus, rash and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 31-aug-2017: quality-safety evaluation of ptc - correction of FDA codes, addition of ptc global number reference. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding"), coital bleeding ("heavy postcoital bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) since 2000 for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 10 months 16 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches"), headache ("headaches migraines / headaches"), depression ("worsening of her depression/depression"), anxiety ("worsening of her anxiety/anxiety"), mood swings ("hormonal changes--mood swings"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction") with rash, erythema, mass and pruritus, nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal infection ("vaginal infection") with vaginal discharge. In 2011, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe back pain even when not menstruating"), arthralgia ("joint pain"), myalgia ("muscle pain"), menometrorrhagia ("irregular and prolonged menses"), erythema ("redness"), pruritus ("itching"), urinary tract infection ("chronic urinary tract infection"), fungal infection ("yeast infection"), dysuria ("dysuria"), haematuria ("hematuria"), pollakiuria ("urinary frequency"), micturition urgency ("urinary urgency"), bipolar disorder ("bipolar disorder"), tooth disorder ("dental problems"), cystitis ("bladder infection"), uterine pain ("uterine pain"), bacterial infection ("bacterial infections"), abdominal pain ("abdominal pain"), fluid retention ("body was filling up with fluids after removal of essure") and ureteric injury ("ureter was inadvertently cut"). The patient was treated with panlor dc (acetaminophen w/caff./dihydrocodeine bitartr.), clonazepam, hetastarch (hemohes), sertraline, cyclobenzaprine and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, myalgia, headache and uterine pain had not resolved, the menorrhagia, coital bleeding, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea, menometrorrhagia, erythema, pruritus, dyspareunia, fatigue, migraine, depression, anxiety, urinary tract infection, fungal infection, dysuria, haematuria, pollakiuria, micturition urgency, mood swings, hypersensitivity, bipolar disorder, bladder disorder, nausea, tooth disorder, urinary tract disorder, allergy to metals, weight increased, weight decreased, cystitis, vaginal infection, bacterial infection, hormone level abnormal, fluid retention and ureteric injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bacterial infection, bipolar disorder, bladder disorder, coital bleeding, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fluid retention, fungal infection, genital haemorrhage, haematuria, headache, hormone level abnormal, hypersensitivity, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood swings, myalgia, nausea, pelvic pain, pollakiuria, pruritus, tooth disorder, ureteric injury, urinary tract disorder, urinary tract infection, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 31-aug-2018: plaintiff fact sheet received. Events hormonal imbalance, ureter was inadvertently cut & water retention were added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding"), coital bleeding ("heavy postcoital bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) since 2000 for birth control. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches"), headache ("headaches migraines / headaches"), depression ("worsening of her depression/depression"), anxiety ("worsening of her anxiety/anxiety"), mood swings ("hormonal changes--mood swings"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction") with rash, erythema, mass and pruritus, nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia and coital bleeding (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe back pain even when not menstruating"), arthralgia ("joint pain"), myalgia ("muscle pain"), menometrorrhagia ("irregular and prolonged menses"), erythema ("redness"), pruritus ("itching"), urinary tract infection ("chronic urinary tract infection"), fungal infection ("yeast infection"), dysuria ("dysuria"), haematuria ("hematuria"), pollakiuria ("urinary frequency"), micturition urgency ("urinary urgency"), bipolar disorder ("bipolar disorder"), tooth disorder ("dental problems"), cystitis ("bladder infection"), uterine pain ("uterine pain"), bacterial infection ("bacterial infections") and abdominal pain ("abdominal pain"). The patient was treated with panlor dc (acetaminophen w/caff./dihydrocodeine bitartrate.), clonazepam, hetastarch (hemohes), sertraline, cyclobenzaprine and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, myalgia, headache and uterine pain had not resolved, the menorrhagia, coital bleeding, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea, menometrorrhagia, erythema, pruritus, dyspareunia, fatigue, migraine, depression, anxiety, urinary tract infection, fungal infection, dysuria, haematuria, pollakiuria, micturition urgency, mood swings, hypersensitivity, bipolar disorder, bladder disorder, nausea, tooth disorder, urinary tract disorder, allergy to metals, weight increased, weight decreased, cystitis, vaginal infection and bacterial infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bacterial infection, bipolar disorder, bladder disorder, coital bleeding, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fungal infection, genital haemorrhage, haematuria, headache, hypersensitivity, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood swings, myalgia, nausea, pelvic pain, pollakiuria, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Event added as abdominal pain, bacterial infections. Event outcome added for bleeding and abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating/pain"), menorrhagia ("abnormally heavy menstrual bleeding"), coital bleeding ("heavy postcoital bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) since 2000 for birth control. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine/migraines / headaches"), headache ("headachesmigraines / headaches"), depression ("worsening of her depression/depression"), anxiety ("worsening of her anxiety/anxiety"), mood swings ("hormonal changes--mood swings"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction") with rash, erythema, rash papular and pruritus, nausea ("nausea"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal infection ("vaginal infection") with vaginal discharge. On (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe back pain even when not menstruating"), arthralgia ("joint pain"), myalgia ("muscle pain"), menometrorrhagia ("irregular and prolonged menses"), erythema ("redness"), pruritus ("itching"), urinary tract infection ("chronic urinary tract infection"), fungal infection ("yeast infection"), dysuria ("dysuria"), haematuria ("hematuria"), pollakiuria ("urinary frequency"), micturition urgency ("urinary urgency"), bipolar disorder ("bipolar disorder"), tooth disorder ("dental problems"), cystitis ("bladder infection") and uterine pain ("uterine pain"). The patient was treated with panlor dc (acetaminophen w/caff./dihydrocodeine bitartr.), clonazepam, hetastarch (hemohes), sertraline, cyclobenzaprine and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, myalgia, headache and uterine pain had not resolved and the menorrhagia, coital bleeding, dysmenorrhoea, menometrorrhagia, erythema, pruritus, dyspareunia, fatigue, migraine, depression, anxiety, urinary tract infection, fungal infection, dysuria, haematuria, pollakiuria, micturition urgency, mood swings, genital haemorrhage, hypersensitivity, bipolar disorder, bladder disorder, nausea, tooth disorder, urinary tract disorder, allergy to metals, weight increased, weight decreased, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, coital bleeding, cystitis, depression, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fungal infection, genital haemorrhage, haematuria, headache, hypersensitivity, menometrorrhagia, menorrhagia, micturition urgency, migraine, mood swings, myalgia, nausea, pelvic pain, pollakiuria, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, uterine pain, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2010: confirming full occlusion fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- hormonal changes--mood swings, abnormal bleeding (general), bipolar disorder, bladder or urinary problems or changes, nausea, dental problems, bladder or urinary problems or changes, nickel allergy, weight gain, weight loss, bladder infection, uterine pain, vaginal infection with symptom vaginal discharge and allergic or hypersensitivity reaction with symptoms topical rashes/skin rash, redness, bumps and itching. "Concomitant" drugs and treatment drugs reported. Insertion date updated. On 27-feb-2018: fup 2 and 3 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding") and coital bleeding ("heavy postcoital bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), back pain ("severe back pain even when not menstruating"), arthralgia ("joint pain"), myalgia ("muscle pain"), menometrorrhagia ("irregular and prolonged menses"), rash ("topical rashes"), mass ("bumps"), erythema ("redness"), pruritus ("itching"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), urinary tract infection ("chronic urinary tract infection"), fungal infection ("yeast infection"), dysuria ("dysuria"), haematuria ("hematuria"), pollakiuria ("urinary frequency") and micturition urgency ("urinary urgency"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, coital bleeding, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, myalgia, menometrorrhagia, rash, mass, erythema, pruritus, dyspareunia, fatigue, migraine, headache, depression, anxiety, urinary tract infection, fungal infection, dysuria, haematuria, pollakiuria and micturition urgency outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, fungal infection, haematuria, headache, mass, menometrorrhagia, menorrhagia, micturition urgency, migraine, myalgia, pelvic pain, pollakiuria, pruritus, rash and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirming full occlusion fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.